Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the device did not fire. The handle was able to be squeezed but the jaws would not close and the clips were jamming inside the jaws of the device. The surgeon opened a new device to continue the procedure.